Event description:
Initial reporter contacted our french country representative and reported that they have a vns patient with high lead impedance on their systems diagnostic test. The pt's vns has been programmed off and the pt is being referred back to their implanting hospital for a decision to be made as to whether revision surgery will be performed. The pt did not experience any fall or trauma preceding the discovery of their high lead impedance that could have attributed to it. No x-rays have been taken at this time. No pt adverse events have been reported in relation to their high impedance. Attempts will be made for product return if a surgery date is scheduled.